Event description:
Neuronetics, inc. Received a medwatch report (mw5109630) on (B)(6) 2022 submitted by a patient that claimed to have been treated for depression with neurostar transcranial magnetic stimulation (tms). The patient alleges that he competed 8 weeks of tms treatments and had worsening anxiety and depression along with cognitive and memory issues and insomnia. These symptoms have continued for the past year and he attributes the symptoms to inability to maintain employment.

Manufacturer narrative:
Neuronetics reached out to the patient via telephone, email and certified letter to obtain additional information. The patient did not respond to any communication attempts. The healthcare provider was located, contacted and provided a brief medical history including presence of anxiety and depression prior to tms treatment and medications the patient was taking. The healthcare provider also indicated that patient requested fmla (family & medical leave act) paperwork to be completed but never returned their calls to finish processing. Neuronetics discussed the event with a medical expert who confirmed that these long-term symptoms are not consistent with the clinical data or literature on patients receiving tms treatment. The reported symptoms are consistent with major depressive disorder (mdd).